Event description:
A taxus express 2 stent has been placed. Ever since I've had it, I have been experiencing continued chest pains, shortness of breath & a fluttery feeling in my heart. I had to undergo a second angiogram to go in & see if there was an additional blockage. All was "fine" with the stent, but my symptoms are still persisting. I am feeling worse since the stent than I did before I knew I had a problem. Many visits to family doctor & cardiologist and more prescriptions & tests. I feel I am having an adverse reaction to the stent. I have a nickel sensitivity and to stainless steel. But, I am being told it is all in my head. I'm not crazy, I am in pain.